Event description:
It was reported that the patient was not getting benefit on the left side, so the lead was replaced. The reporter stated that the lead was "too anterior." It was stated the lead was to be replaced at the beginning of (B)(6) 2012. Additional information received reported that the left lead and device were replaced on (B)(6) 2012. It was stated that the explanted device had normal battery depletion. The patient outcome was unknown. Any additional information will be included in a follow-up report.

Event description:
Additional information indicated the patient was "tremor free and doing very well."

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3387s-40, lot# v199170, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v173879, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Product ID, 3387s-40 lot# va042la, product type lead.